Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device was unable to be interrogated. Different wands and two programmers were used to interrogate, but none were successful at interrogating the device. The device remains in use. No patient complications have been reported as a result of this event.